Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer reseated the half-height sub drawer 3.2, restoring responsiveness to cubie pocket b3. The half-height sub drawer 5.1 row board cable was also reseated at both the drawer controller and drawer trays. After rebooting the system, all pockets, trays, and drawers were confirmed to be responsive. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers were failing and maintenance required. User tried to recover storage space but failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.